Event description:
It was reported that the device had failed calibration. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported issue of failed calibration test was confirmed and replicated during the investigation. The device had failed the rate calibration test performed in the asm (v12.3). Rate calibration task was performed, the parameters showed vpmr 141.7 l are far outside the minimum allowed range. It was concluded that the bezel assembly was incorrectly positioned to the torques on each screw, the bezel assembly was replaced with a laboratory-known good assembly and the test was conducted. A rate calibration was performed on the newly reassembled pump module with the new bezel assembly and as a result the device was recalibrated with a new vpmr of 172.1 l. The pump module with a vpmr of 172.1 l was within the acceptable range of 153.9 l to 188.1 l and the actual error of (B)(4) was within the acceptable error of (B)(4). The screws were tightened into the corresponding torque specification, once the screws were re-placed in the bezel assembly, the task rate accuracy was repeated which passed satisfactorily with an acceptable margin of error. External inspection indicates that everything looks correctly connected, no damaged or broken parts. The log review did not show information relevant to the complaint the event date was reported as 04dec2024 time of reported event not provided review of the pump module error logs showed that no errors were logged on the reported event date. At 11:44:45 am, the review of the pump module event logs showed, on (B)(6) 2024. Device attached and powered, attached pcu unit sn: (B)(6). Selected channel a. Air bolus limit = 75ul. Unit deselected. At 12:44:26 pm, device attached and powered, attached pcu unit sn: (B)(6). Pump pressure mode: at 1:01:48 pm, unit channel off, restart pressed. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, replace the bezel assembly, both iuis and all the snaps rivets. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: 7. Exec investigation summary the reported issue of failed calibration test was confirmed and replicated during the investigation. The device had failed the rate calibration test performed in the asm (v12.3) rate calibration task was performed, the parameters showed vpmr 141.7 l are far outside the minimum allowed range. It was concluded that the bezel assembly was incorrectly positioned to the torques on each screw, the bezel assembly was replaced with a laboratory-known good assembly and the test was conducted. A rate calibration was performed on the newly reassembled pump module with the new bezel assembly and as a result the device was recalibrated with a new vpmr of 172.1 l. The pump module with a vpmr of 172.1 l was within the acceptable range of 153.9 l to 188.1 l and the actual error of -0.6667% was within the acceptable error of +/-3.400%. The screws were tightened into the corresponding torque specification, once the screws were re-placed in the bezel assembly, the task rate accuracy was repeated which passed satisfactorily with an acceptable margin of error external inspection indicates that everything looks correctly connected, no damaged or broken parts the log review did not show information relevant to the complaint. The event date was reported as (B)(6)2024 time of reported event not provided review of the pump module error logs showed that no errors were logged on the reported event date at 11:44:45 am the review of the pump module event logs showed, on (B)(6)2024. Device attached and powered, attached pcu unit sn: (B)(6). Selected channel a. Air bolus limit = 75ul. Unit deselected. At 12:44:26 pm device attached and powered, attached pcu unit sn: (B)(6). Pump pressure mode. At 1:01:48 pm unit channel off. Restart pressed. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device was disassembled for this investigation, replace the bezel assembly, both iuis and all the snaps rivets. Please ensure proper assembly and re-torque all screws to specifications. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed calibration. There was no patient involvement.